Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, falsely low advia centaur tsh3-ultra (tsh3-ul) results obtained on patient samples. Siemens has reviewed the information provided. The advia centaur tsh3-ultra (tsh3-ul) assay uses different antibodies than the centaur tsh3 ultra assay. The advia centaur tsh result of 3.0 uiu/ml and the data evaluated suggests a genetic variant is present in both samples. The instruction for use (IFU) in the limitation section states the following: "as with any immuno-recognition measurement of a peptide, extremely rare genetic variants may exhibit varying degrees of detection." Based on the investigation, a product performance issue is not confirmed. No further evaluation of the device is required. MDR 1219913-2020-00059 (sample 1) was filed for the same event.

Event description:
Falsely low advia centaur tsh3-ultra (tsh3-ul) results were obtained on patient samples. The results were considered discordant compared with the tsh assay result, and the results obtained from other alternate tsh test methods. The customer indicated that historically, the advia centaur tsh3-ultra results have been low. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra results.